Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No product has been returned for investigation however a poor quality photograph does show the device tip is broken off and missing as reported. The quality of the photograph is very poor however we can see that the majority of the spring tip is missing and has possibly eroded away which could explain why no trace of a broken tip could be found under x-ray. Touching other equipment during activation (secondary metallic object) could invoke the melting which may be what can be seen on the customers device. The device has not been returned and therefore further investigation cannot be carried out to confirm the reported issue.

Event description:
It was reported that the patient underwent hysteroscopic resection of mediastinal septum on (B)(6) 2018 and electrode was used. The procedure was finished very successfully. After surgery, the surgeon found the electrode was broken off, and the broken piece was missing. The patient was checked by x ray, but found nothing. The patient is stable and left the hospital. There were no adverse consequences to the patient reported. No additional information was provided.

Manufacturer narrative:
The investigation on the returned electrode showed that besides the reported problem at the tip, the rest of the electrode was also in a poor condition. The plastic components on the electrode have become crazed/cracked this suggests the electrode has been subjected to excessive heat, poor storage or the decontamination process used (to allow product to be returned) as caused the damage. Inspection of the tip showed that the overall length of the tip has been reduced compared to a new product. The remaining coils of the spring are rounded at the ends and there is an area of ¿pooled¿ metal. This highly suggests that the electrode eroded, which can be caused by excess heat resultant of reoccurring shorting during the procedure. If the tip did fracture the electrode was extensively used post fracture. This has stopped the possibility to further investigate the fracture area as the additional use as affected the failure area. From the investigation, it has been determined that the likely cause of the defect is extended/abusive use of electrode causing excessive tip erosion.